Event description:
It was reported by the customer that a bd pyxis¿ es server unable to login to pyxis station with error message unable to authenticate. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all users were unable to login to pyxis station with error message unable to authenticate. A technical support specialist (tss) identified that the certificate for es had expired. Followed internal knowledge articles: ka (customer website certificate in .cer format fails to install in iis) for es certificate replacement. Knowledge article for replacing expired healthsight viewer (hsv) and idm3 certificates. After successful implementation: user was able to log in without issues. Hsv system was operational and running smoothly. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server unable to login to pyxis station with error message unable to authenticate. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.